Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device was in backup vvi mode. Technical support confirmed the cause of the event was a bit flip. The device detected the bit flip and resolved the backup vvi mode automatically. The patient was in stable condition.